Event description:
It was reported that the patient presented to the clinic after hearing the audible alert for elevated superior vena cava coil impedance greater than 200 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.